Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.